Event description:
The customer reported that the system was locking up and sounded as if it was exposing. The field engineer noted there was no live update of the images. There is no report of death of serious injury associated with the complaint. This resulted in a loss of imaging functionality.

Manufacturer narrative:
A ge service rep performed an on site investigation. The voltage on ps1 was evaluated and readjusted. The system was tested, found to be working as intended and returned to service.